Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m53t7d the analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload loaded on the device. It was noted that the "doghouse" component of the cartridge was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparotomy, the stapler was loaded and jammed on firing. Suturing was done to the bowel to complete the procedure. There were no adverse consequences for the patient reported.